Event description:
It was reported by service report that the entire side rails could not latch up fully due to broken top rails between non-latching spindles. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
See scanned page.